Event description:
The following has been reported: a vr coupler problem was found. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr coupler). The device was returned for a vr coupler error that was flagged in the logs. While the pump initially infused without alarming, the vr decoupled and it was found the coupler did not have downward pressure being applied to it, so it lost its outward springiness. An internal investigation found a metal ring pressed into the resistor housing fell loose and this is what caused the issue. No other physical damage was identified. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. Reporting as a conservative measure for vr decoupled. No adverse effects were reported.